Manufacturer narrative:
B5. Based on the available information, the bleeding at the cannulation site and the lower limb ischemia adverse events may have been attributed to medtronic product. B7. Patient's had history of diabetes, hypertension, coronary artery disease (cad), congenital heart disease (chd) <(>&<)> vascular disease (vd). A4. 150lb is the average weights across the 46 patients. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation doi:10.3969 /j.issn.1007-5062.2015.12.006 lead author. Jiang chunjing article title. Outcome predictors in extracorporeal membrane oxygenation for in-hospital refractory cardiac arrest: a retrospective study journal title. Journal of cardiovascular & pulmonary diseases publish date: december 2015 volume:34 issue:12 date of publish used for event date. Cannula model 96670-115 was entered as a placeholder as specific model and lot numbers were not provided no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. Majority gender of study population used for patient gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis of the risk factors of in-hospital refractory cardiac arrest (ih-ca) in patients treated with extracorporeal membrane oxygenation (ECMO). All data was collected from a single centre between june 2004 and december 2014. The study population included 46 patients (predominantly male). Medtronic oxygenators and bio-medicus cannulae were used during these cases (serial and lot numbers not provided). Among all patients, 33 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: surgical bleeding, bleeding at the cannulation site, infection, left heart failure, kidney injury and lower limb ischemia. Based on the available information, the bleeding at the cannulation site and the lower li adverse events may have been attributed to medtronic product. Among all patients, device malfunctions included: membrane oxygenator replacement. Based on the available information, this malfunction may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.